Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample of product code m8706 could be observed. Only a section of the suture is observed in the picture and is not possible to determine if the strand was broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number an0902, and no non conformances / manufacturing irregularities were identified. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Please provide the procedure name and date. Did the patient experience any adverse consequences due to this issue?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Please provide the procedure name and date. Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that a patient underwent an unknown procedure on march 2021 and suture was used. During the procedure, the suture broke up. There were no adverse patient consequences reported. Additional information was requested.